Event description:
A circumcision was being performed. The tips of the hemostat did not fully approximate and the foreskin broke away. The area was sutured.

Manufacturer narrative:
It was reported that during a circumcision of a newborn, the hemostat apparently slipped off and resulted in a tear of the foreskin. The area was sutured without further incident. There was no damage to the urethra. No further complication resulted and scarring was not anticipated. The sample was not released, but photos were taken. The photos illustrate that as the hemostat is in the locked position, the teeth do not fully touch at the top, which would explain the tissue slipping during the procedure. This separation is visually apparent. A root cause was not identified, as it was difficult to determine this with the photos.